Event description:
The pt underwent an international procedure. The cardiologist attempted arteriotomy closure with a techstar xl 6fr. Device. One of the needles missed the barrel and present in the subcutaneous tissue. Needle backdown was unsuccessful. The cardiologist inserted hemostats through the dermatotomy and retreived the needle. The device was removed and arteriotomy closure achieved using manual compression. The pt recovered without incident.